Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a radial osteotomy & correction that the tens nail inserter locking mechanism jammed up during surgery and would not adequately hold the tens nail. It was also very difficult to undo. An alternate instrument had to be used to complete the procedure. The surgery was completed successfully with a five (5) minute surgical delay. Concomitant device: unknown titanium elastic nails (part# unknown, lot# unknown, quantity 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 359.219, lot: 9424102, manufacturing site: hägendorf, release to warehouse date: june 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inspection of the inserter for ten nail has shown that the instrument is in a very poor condition with marks of strong hammer blows all over, on top of the head, on the bottom of the head, on the blue plastic handle and at the chuck. Functional test: a functional test with an at the customer quality (cq)-department available ten nails were performed and no functional issue could be detected. The chuck of inserter is fully functional although the strong hammer blows at the chuck part. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related handling fault at the device. Summary: the reported condition that the locking mechanism jammed up and would not adequately hold the tens nail, could not be confirmed. However, at the instrument is in a very poor condition with marks of strong hammer blows all over, therefore the complaint will be rated as confirmed. These indications let us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. By the evidence, that the device passed our 100% final inspection and functional control before the device left the manufacturing site, we confirm that the cause of failure is not due to any manufacturing non-conformances. This complaint condition is most likely due to inadequate handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.